Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) experienced a blood back event and blood was seen in the tubing. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The iab was removed and replaced with a new one, also inserted via axillary. It was noted that the patient had been ambulating the day prior. Patient experienced inconvenience and some edema of left chest with no significant complication on continued follow up. At this time, the customer had not attributed the adverse event to the device. The associated intra-aortic balloon (iab) had been reported under medwatch report 2248146-2022-00261.

Manufacturer narrative:
Device not accessible for testing : at this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted when additional information is provided. The full name of the event site in was shortened due to field character limit; the full name is (B)(6). The first name of the initial reporter in has been abbreviated due to field character limit; the full name should read (B)(6). Not returned to manufacturer.